Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker's (pm) battery longevity was overestimated. No changes were made. There were no patient consequences throughout.